Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, permanent injury, permanent physical deformity, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain (abdominal pain), left sided pain worse/worsens with walking, urine leakage, ¿pulling the mesh out, it broke on the right side of the patient. So I had to repeat those steps all over with a new kit. This kit must be defective. So I used a second kit¿, inflammation, foreign body reaction, vaginal mesh extrusion along right side of vaginal sulcus/spanning the midureteral (foreign body in patient), pain, ¿hasn¿t been exercising due to pain from mesh¿, ¿mesh is protruding through vaginal wall causing pain/foreign material in her vaginal wall¿, hemorrhagic cyst on left ovary, tenderness, vaginal pain, groin pain; ¿the dissection required excision of two separate bands of mesh and required twice as much time as a more routine surgical procedure. This was a complex case¿, low back pain, gastritis, esophagitis, gastroesophageal reflux disease, fibromyalgia, anxiety, insomnia, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use, which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).